Event description:
Reporter indicated that vns pt recently has experienced an episode of seizures which was not unusual for the pt; however, using the magnet did not stop or reduce the seizures as usual. Reporter stated that in the past, the magnet either stopped the seizure or drastically minimized event. It was also reported that before the recent event, the pt's device output was increased from 1.25ma to 1.5ma.